Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a mtwo broke during use; the outcome of the event is unknown as of this MDR evaluation. Mtwo instrument broke. Broken part remained in root canal. Treatment not concluded.

Manufacturer narrative:
Two mtwo unifiles 5/100 25mm 015 have been returned (one file in loose + one unused file). The file in loose is actually broken at the tip of the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1646899, #1646888 and #1649161). Unused file has been evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.